Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that there was a suspected device problem. The pocket was "like" decubitus, and infection was suspected. The pocket was opened and samples were taken, but no infection was found. The device remains in use. The patient is enrolled in the system longevity study. No patient complications have been reported as a result of this event.